Event description:
A customer reported via phone call indicating that their insulin pump. The patient's blood glucose level was 180 mg/dl at the time of the call. Customer states insulin is "squirting out" during the manual prime process. Customer states they are unable to exit the "preparing to prime" loop. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test and rewind test. It alarmed motor error during basic occlusion test and compromised force sensor system during prime test due to moisture damage on force sensor resistor. The device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.